Event description:
The intralase fs laser was used to create a corneal flap in the left eye for lasik surgery on october 10, 2005. The physician did not lift the flap or complete the lasik procedure. The pt reported seeing rainbows out of this eye. On october 28,2005, a microkeratome was used to create a flap and the lasik procedure was successfully completed. As of may 2,2006, the pt's bcva os 20/20 which is the same preoperative bcva. The pt stil complains of rainbows.

Manufacturer narrative:
The device was evaluated on 10/12/05 by an intralase field service engineer. The laser was serviced and upon departure the laser met specification and was performing as intended.